Manufacturer narrative:
The lead was returned without identified device or use problem. A malfunction based on analysis was found. Only the connector portion of the lead was returned in one piece for analysis. Electrical testing found shorting between conductors due to the outer coil and the inner coil were twisted consistent with procedural damage. Visual inspection of the lead found full breach insulation degradation at 4.6cm from the connector pin, exposing the coil adjacent to the connector boot. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.